Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, there were several ventricular oversensing episodes attributed to t wave oversensing. Reprogramming was performed and the issue is resolved. The patient was stable.